Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator; product ID 3387-40, lot # j0101965v, implanted: (B)(6) 2001, product type lead; product ID 3387-40, lot # n24971a, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient was in no need of deep brain stimulation (dbs) therapy was not needed anymore after the thalamotomy. It was noted that the patient was no longer having tremors and the devices were turned off before the procedure. It was noted that the device was interrogated in (B)(6) 2013 and found to be functioning. It was noted that no issues were found. It was noted that the patient would like to have the device removed due to the fact that it was no longer needed. It was noted that the doctor thought it was a reasonable request and explained the risks and told the patient to think about it. It was noted that the patient had not been seen since this time by either physician. It was noted that they had no information about the shocking or jolting.

Event description:
It was initially reported that the patient had experienced a shocking or jolting sensation. She had a CT scan in 2005, and during the procedure she could feel electricity going through her body. It was also stated the technician performing the CT scan could see "arching" on the stimulators while he was doing the scan. The patient was terrified. It was stated the technician never stopped the CT scan. The patient went into hcp (health care professional) office for adjustments but they didn't seem to last. It was further reported that the patient had had the CT scan in (B)(6) 2006. She had had many CT scans and that had never happened to her before. Since CT scan, the patient had to frequently go in for adjustments and those didn't last. The patient and the physician decided to keep the device off. She had had the device turned off from physician since (B)(6) 2007. It was later reported that she also had an MRI (although the information reasonably suggested that the reporter meant to mention the CT scan, instead) and somehow the electricity went through the lead and she had a "mini-thalamotomy" which caused additional pain for 2 years. The stimulation was permanently turned off. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.